Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that the patient encountered infusion set only lasted maybe three or four days due to leakage under the adhesive at the insertion site. First issue was about 2 weeks. The infusion set been in use 3 to 4 days. During insertion into abdomen of each random infusion set patient did feel some pain and some discomfort. For 3 days he wore the infusion set until he removed it discomfort was there at the insertion site, but it still seemed to work fine until he noticed leakage. It was confirmed that the customer able to change the infusion set. No further information available.

Manufacturer narrative:
(B)(6). Patient country: united states